Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The exams were not scanned to protocol because the archive sent in did not create a complete 3d model. A repeat review of the attached images showed the exams are not to protocol. The software functioned as designed. The instructions for use (IFU) which accompanies the device contains guidance and instructions regarding proper imaging protocols.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (b)(60 2016 a medtronic representative, following-up at the site, reported the surgeon's trace pattern was suspect as he traced the cheeks and seemed to apply a bit too much pressure particularly for a heavy patient, however, the surgeon was "100 %" confident in his accuracy after registration. On (B)(6) 2016 software investigation initiated to examine archives, the 3d model was not complete and cut-off. Confirmed with the medtronic representative that is not how the 3d model looked. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged an inaccuracy. Navigation was showing the tumor posterior when in fact, the tumor was approximately 1 centimeter anterior. The surgeon indicated to the medtronic representative that he estimated inaccuracy with his fingers and did not give a precise measurement. The surgeon was satisfied with accuracy after registration. The surgeon stated he thought the tumor was in a little different spot, the tumor was a meningioma. The surgeon opted to continue, with the knowledge of the alleged inaccuracy, and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.